Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from two (2) different patient samples that were generated by the access 2 instrument. Accu tnl result was 0.79ng/ml for patient a and 1.21ng/ml for patient b. The result of patient a was reported out of the lab. The customer re-tested both patients original samples for accu tnl. The repeated accu tnl result was 0.01ng/ml for patient a and 0.33ng/ml for patient b. There was no report of patient injury requiring medical intervention or change to patient treatment that can be attributed to or connected with this event.